Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." Per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 200s mg/dl to 600 mg/dl. A manual insulin injection was used to address bg. Reportedly, the pump supplies were changed to address the issue. The customer reverted to manual injections for insulin therapy. Additionally, the pump supplies were in use for 3 days with humalog insulin and loaded cartridge with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.